Event description:
It was reported that this right atrial lead suffered an effusion due to this lead causing a micro perforation, which was confirmed by echocardiogram. Pericardiocentesis was used as treatment, with the lead repositioned and remains in service. No additional adverse patient effects were reported.